Event description:
Customer reported several issues with their pump clock running a few minutes behind requiring reset. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up and decided to proceed with acquiring a new device as their current device is out of warranty.